Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during implantation of a toric intraocular lens implant (iol), the haptic was observed going into the vitreous and a posterior capsule tear was noted, in the right eye. The incision was widened and the planned toric lens was removed from the eye and a three piece iol was placed into the sulcus. Vitreous prolapsed into the capsulohexis opening and then into the anterior chamber. However, a vitrectomy was not required.

Manufacturer narrative:
The procedure was laser assisted cataract surgery. The customer reported two adhesions in the capsulotomy that were noted after treatment from the laser. The adhesions were surgically managed and while implanting the intraocular lens (iol), a tear was noted posteriorly to the lens. The original iol was removed and a 3 piece iol was placed in sulcus instead. Vitreous was present in the anterior chamber (ac), but the surgeon didn't perform an anterior vitrectomy. The laser uses focused femtosecond laser pulses to create perforations in the cornea and lens by the means of photo disruption during cataract treatment. The procedure is set by the doctor via user defined power and positioning parameters. As there is no video of the treatment or patient ocular/medical history provided; patient anatomy as a contributing factor for an incomplete dissection cannot be confirmed. Furthermore, ocular movement during treatment, ocular anatomy, and loss of suction can also contribute to, or be the cause of, an incomplete dissection. In the case of an incomplete dissection, the surgeon may elect to complete the procedure using traditional capsulotomy methods. These complications may be surgically or medically managed by the surgeon. Additionally, as the pc tear was noted after phacoemulsification and at the end of the cataract surgery, surgical technique cannot be eliminated as a possible factor. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. The system's operator¿s manual includes a warning: ensure that appropriate system parameters and system settings are selected prior to starting the procedure. Adjusting aspiration rates or vacuum limits above the preset values, or lowering the intraocular pressure (iop) or IV pole below the preset values, may cause chamber shallowing or collapse which may result in patient injury. When filling handpiece test chamber, if stream of fluid is weak or absent, good fluidics response will be jeopardized. Good clinical practice dictates the testing for adequate irrigation and aspiration flow prior to entering the eye. The customer did not request service for the system. There is insufficient evidence contained within the reported information at this time that indicates that the design or performance of the laser or the system resulted in the posterior capsule (pc) tear. The system was manufactured on january 28, 2016. Based on qa assessment, the product met specifications at the time of release. As of july 28, 2017, a review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The laser system was manufactured on april 18, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause could not be determined conclusively. (B)(4)